Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. There was no adverse impact to customer¿s blood glucose level. The customer declined further troubleshooting with tandem technical support. Reportedly, customer continued to use the pump for insulin therapy.